Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record could not be conducted because the lot number was not provided. The reported patient effects of myocardial infarction and restenosis, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use, are known patient effects that may be associated with the use of the device. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the patient presented with a non-st segment elevation myocardial infarction (nstemi). On (B)(6) 2014, the procedure was to treat a lesion in the left anterior descending (lad) artery. After pre-dilatation was performed, the 2.5x48mm xience xpedition stent was implanted and followed by post-dilatation. The procedure was completed with no reported device or procedure issues. On (B)(6) 2015, the patient presented with a st segment elevation myocardial infarction (stemi) and an angiogram revealed 100% restenosis of the previously implanted xience xpedition stent. The restenosis was treated by implanting a 3.0x18mm non-abbott stent. There was no reported adverse patient sequela and the patient is doing well. No additional information was provided.